Event description:
After a mains failure two ventilators were not switching over to battery operation. Both devices stopped cycling and activated the failure code pft restart. The pts had to be manually ventilated.